Event description:
It was reported that this pacemaker device exhibited oversensing and noisy signals which were related to the minute ventilation (mv) feature. The mv feature was disabled since few years now. Additionally, there was a signal artifact monitor (sam) episode noted. Technical services stated either to turn back on or keep it off since the patient had been disabled. This pacemaker device remains in service. No adverse patient effects were reported.